Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. Customer also had blood glucose of 260 mg/dl. The customer was treated for the low blood glucose by drinking ensure. Customer stated that he has been unable to calibrate due to calibration did not occur alarms and blood glucose not received alarms. The product was not returned for analysis.